Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that several years ago (unknown date), the patient experienced a skin reaction. On (B)(6) 2019 tandem tech support representative notified dexcom that the patient experienced a staph infection related to the dexcom continuous glucose monitoring system used several years prior. Despite making a series of follow-up attempts, dexcom technical support was unable to contact the patient for additional information. A medical review was performed by dexcom clinical customer advocacy specialist on (B)(6) 2019 and, per medical review, this is being reported as an adverse event. Due to the specificity of the allegation and that it's unlikely the patient would be able to determine the specific bacterial source responsible for the infection without medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information is available.